Event description:
It was reported that a detachment at the guide wire exit port occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. Difficulty removing the cap was encountered during preparation, upon removal of the cap it was noticed that the device had detached at the guide wire exit port. The procedure was completed with a different device. No patient complication were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).